Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer cannot recall their blood glucose reading. Customer was able to clear the first alarm however, they couldn't rewind the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received rf pic failed self test alarm during self test due to faulty connector.